Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a tendon reattachment surgery on (B)(6) 2013, the head of a 4.0 mm cancellous screw broke apart and popped off during the final tightening. The shaft fragment was left in the bone and the head of the screw was retrieved. The procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).